Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h6: investigation type, findings, and conclusions. A review of the DHR was conducted and found no indications of manufacturing issues. A visual inspection revealed the tip is twisted and fractured. This event likely cannot be attributed to manufacturing or design related issues. The complaint is confirmed for vitality t-20 driver for the failure of deformation and fracture. The failure could possibly be attributed to the repeated usage and/or high torque of the instrument leading to the deformation and fracture. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3012447612-2025-00364.

Event description:
It was reported that vitality t20 driver with a fractured tip, and a vitality t20 driver with a deformed tip were discovered at a warehouse upon return from the field. Patient/surgical/event information was not provided. This is report one of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that vitality t20 driver with a fractured tip, and a vitality t20 driver with a deformed tip were discovered at a warehouse upon return from the field. Patient/surgical/event information was not provided. This is report one of two for this event.